Event description:
The manufacturer received info alleging the ventilator was alarming for service required and the internal battery was defective. There was no report of pt harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.